Event description:
(B)(6) wife purchased this for him for christmas. He had never used this wf-02 prior to the incident. He set it up this morning tried both speeds and then started on the lowest setting on his top right quadrant before moving to his bottom lower left quadrant. Tooth number 18 came out. He stated '(this tooth) has come off several times before'. He then stated he called his dds who has asked him to come in this wednesday (B)(6) 2020 to get it worked on. (B)(6) stated his dds had just reglued this gold crown this (B)(6) of 2020. Explained we would need his unit back prior to moving forward and to check his spam and junk folders for the emailed fedex RMA number (B)(4).